Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 157 mg/dl. The customer was assisted with trouble shooting and found that the cannula was missing. The customer stated was informed that the sensor needs to be replaced. The customer was advised to take an x-ray to make sure the cannula is not stuck in the customer's body. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.